Manufacturer narrative:
(B)(4).

Event description:
It was reported "the physician felt a resistance between swg (spring wire guide) and catheter during product preparation before using on a patient and found the part at 0.2cm from the tip of swg was kinked".

Manufacturer narrative:
(B)(4). The customer returned one opened ra kit for analysis. Signs of use were observed inside the catheterization device. Visual analysis revealed that the sample returned with the guide wire tubing assembly separated from the catheter over needle assembly. It was immediately noted that the guide wire contained offset coils towards the distal weld. During functional testing a clear adhesive residue was observed inside the needle cannula. This in combination with the observed kinking is indicative of damage that resulted from resistance when the user attempted to pass it though the needle cannula. The offset coils measured 2mm from the distal weld. The guide wire length from the orange handle to the distal tip measured 4 9/16" which is within the specification limits of 4 7/16"-4 11/16" per the swg with handle product drawing. The guide wire outer diameter measured .386mm which is within the specification limits of .381mm-.404mm per the guide wire. The needle cannula outer diameter measured .0251" which is within the specification limits of .0250"-.0255" per the cannula product drawing. The cannula inner diameter measured .017" which is within the specification limits of .0165"-.0180" per the cannula product drawing. The returned guide wire was unable to pass through the cannula due to the offset coils. A lab inventory guide wire with a diameter of .015" was inserted through the returned cannula. Minor resistance was initially encountered, which prevented the guide wire from passing. A long pin gages was then inserted to clear any blockages. A clear adhesive was observed exiting the needle cannula. This caused the occlusion, which subsequently caused the guide wire to become damaged. The guide wire was inserted a second time and was able to pass with little to no difficulty. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/needle resistance for devices within ra-04122 kits , a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the physician felt a resistance between swg (spring wire guide) and catheter during product preparation before using on a patient and found the part at 0.2cm from the tip of swg was kinked".